Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm condition. Technical support advised cleaning the speaker holes and instructed removing and reconnecting the current cartridge, but this did not allow insulin to resume. The customer then loaded a new cartridge, which resolved the issue, and the pump resumed normal operation without the alarm recurring.